Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and crohn's disease ("flare-up of crohn's disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), rash ("rashes") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, crohn's disease, pelvic discomfort, menometrorrhagia, rash and abdominal pain had resolved. The reporter considered abdominal pain, crohn's disease, menometrorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: fallopian tubes were occluded bilaterally. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease ("flare-up of crohn's disease"), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), rash ("rashes"), abdominal pain ("chronic abdominal pain"), migraine ("migraines"), headache ("headaches"), genital hemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms / hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, crohn's disease, pelvic discomfort, menometrorrhagia, rash and abdominal pain had resolved and the migraine, headache, genital hemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, crohn's disease, genital hemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events added from pfs- migraines, headaches, abnormal bleeding, allergy symptoms, hypersensitivity, auto-immune. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menometrorrhagia ("heavy and irregular menstrual cycle"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms / hypersensitivity"), rash ("rashes"), pelvic discomfort ("discomfort"), headache ("headaches"), migraine ("migraines"), crohn's disease ("flare-up of crohn's disease") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, rash, pelvic discomfort and crohn's disease had resolved and the genital haemorrhage, hypersensitivity, headache, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, crohn's disease, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and crohn's disease ("flare-up of crohn's disease") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), rash ("rashes") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, crohn's disease, pelvic discomfort, menometrorrhagia, rash and abdominal pain had resolved. The reporter considered abdominal pain, crohn's disease, menometrorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.